Event description:
A report was rec'd via pro osteon 500 postmarketing study in which pro osteon 500 granules were removed due to wound infection. 7/7/96, pt fell, sustaining a left calcaneal blowout fracture and presented two days later to emergency room. On 7/10, pt underwent open reduction with internal fixation and implantation of pro osteen 500 granules. Pt had mild to moderate serosanguineous drainage with no evidence of purulence for eight days postoperatively. Pt was maintained on antibiotics. On 7/28, pt was admitted for an incision and drainage of left calcaneal wound. On 8/5, pt underwent a second incision and drainage. "Approx 1 to 1.5 teaspoons of bone graft was removed by bone curette. Cultures of wound were positive for staphylococcus aureus, "mssa" and acinetobacter. On 8/16, the pt underwent a third incision and drainage and wound draped with antibiotic-soaked gauze. No gross contamination or evidence of purulence was noted. Cultures were positive for methicillin resistant staphylococcus aureus. On 10/23/96, pt was readmited for incision and drainage and hardware removal. It was noted that pro osteon was infected and a fibrous union was observed. All was removed down to a bleeding base. Pt was placed on intravenous therapy. On 10/29, pt underwent another incision and drainage and placement of antibiotic beads. Again on 11/10, the pt underwent an incision and drainage. The antibiotic beads were removed and replaced with an antibiotic block. 11/17, pt again underwent an incision and drainage with block removal. Pt was discharged on 11/20/96 in good condition. On 9/17/97, pt returned to clinic. X-rays showed nonunion. The pt still had chronic osteomyelitis with an oen draining wound. On 10/9/97 the pt was admitted and underwent surgery for a near total calcanectomy. Pt was seen for f/u on 2/16/98. At that time it was noted that wound was healed with no signs of infection. X-ray showed calcanectomy healing well with new bone growth. Dr currently treating the pt indicated that pt had a very complicated course from beginning and that this event is not related to pro osteon.